Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences of a hundred points difference. Customer also reported of receiving no delivery alarms and blood glucose was high. It was reported that customer may have scar tissue and blood at site. Customer was not able to complete troubleshooting, but was educated on findings and customer would call back. Customer's blood glucose was unknown.